Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration of essure device location of device: device was malpositioned') and endometriosis ('endometriosis') in a 43-year-old female patient who had essure (batch no. 871971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device was bent /she had CT scan abdomen (B)(6) 2012 which revealed bent coil on the right" on (B)(6) 2012 and wrong technique in device usage process "pqs: wrong technique in device usage process". The patient's medical history included body mass index normal, anxiety, hypertension, insomnia, depression, burning sensation, anal candidiasis, gravida I, parity 1, bladder infection and sore throat. Previously administered products included for an unreported indication: klonopin and ambien. Concurrent conditions included vaginal burning sensation, drug hypersensitivity, cardiac pain, endometriosis ablation, diarrhea, lower abdominal pain, ear infection, oral mucosal blistering, pelvic adhesions, endometriosis, right lower quadrant pain, bowel dysfunction, chronic diarrhea and endometriosis. Concomitant products included escitalopram oxalate (lexapro) since 2016, hydroxyzine since (B)(6) 2016 and trazodone since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain/right side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding including clot"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), polymenorrhoea ("repetitive menstrual cycle, frequent menstrual periods"), abdominal pain ("abdominal pain") and bleeding menstrual heavy ("abnormal bleeding (menorrhagia)/heavy bleeding including clot, blood clots with menses"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and irritable bowel syndrome ("ibs") with diarrhoea and frequent bowel movements and was found to have weight decreased ("weight loss"). In 2012, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), intestinal obstruction ("bowel obstruction"), vaginal discharge ("vaginal discharge"), feeling jittery ("fluttering, felt fluttery") and nightmare ("waking up to night mare"). The patient was treated with surgery (ablation, hysteroscopy, operative laparoscopy with loa and removal of essure / bilateral salpingectomy / hysteroscopy, operative laparoscopy with loa). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, endometriosis, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, fatigue, intestinal obstruction, vaginal discharge, weight decreased, polymenorrhoea, abdominal pain, bleeding menstrual heavy and nightmare outcome was unknown, the pelvic pain, nausea and dyspareunia had resolved and the bladder disorder, urinary tract infection, vaginal infection and irritable bowel syndrome was resolving. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling jittery, intestinal obstruction, irritable bowel syndrome, menorrhagia, nausea, nightmare, pelvic pain, polymenorrhoea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and bleeding menstrual heavy to be related to essure. The reporter commented: laparoscopy to see if there was obvious perforation or bowel adhesions to uterus to explain her discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: relatively symmetric placement of the essure coils, which extend outward from the uterus and head towards the ovaries, presumably within the fallopian tubes. Computerised tomogram pelvis - on an unknown date: verbal report no evidence of perforation. Essure coils appear to be in right position. CT image suboptimal, may consider hsg. Results discussed with patient.; on (B)(6) 2012: . Hysterosalpingogram - in (B)(6) 2012: right side coil was bent. Concerning the injuries reported in this case, the following one/ones were reported via social media: nightmare. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received - new events waking up to night mare were added. New reporter were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration of essure device location of device: device was malpositioned") and endometriosis ("endometriosis") in a 43-year-old female patient who had essure (batch no. 871971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device was bent". The patient's medical history included body mass index normal, anxiety, hypertension, insomnia, depression, burning sensation, anal candidiasis, gravida I and parity 1. Previously administered products included for an unreported indication: klonopin and ambien. Concurrent conditions included vaginal burning sensation, drug hypersensitivity, cardiac pain, endometriosis ablation, diarrhea and lower abdominal pain. Concomitant products included escitalopram oxalate (lexapro) since 2016, hydroxyzine since june 2016 and trazodone since june 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding including clot"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), polymenorrhoea ("repetitive menstrual cycle") and menstrual disorder ("abnormal bleeding (menorrhagia)/heavy bleeding including clot"). In february 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and irritable bowel syndrome ("ibs") with diarrhoea and frequent bowel movements and was found to have weight decreased ("weight loss"). In 2012, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), intestinal obstruction ("bowel obstruction"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and feeling jittery ("fluttering"). The patient was treated with surgery (ablation, hysteroscopy, operative laparoscopy with loa and removal of essure / bilateral salpingectomy / hysteroscopy, operative laparoscopy with loa). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, endometriosis, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, fatigue, intestinal obstruction, vaginal discharge, weight decreased, polymenorrhoea, abdominal pain and menstrual disorder outcome was unknown, the pelvic pain, nausea and dyspareunia had resolved and the bladder disorder, urinary tract infection, vaginal infection and irritable bowel syndrome was resolving. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling jittery, intestinal obstruction, irritable bowel syndrome, menorrhagia, menstrual disorder, nausea, pelvic pain, polymenorrhoea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: laparoscopy to see if there was obvious perforation or bowel adhesions to uterus to explain her discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: relatively symmetric placement of the essure coils, which extend outward from the uterus and head towards the ovaries, presumably within the fallopian tubes.. Computerised tomogram pelvis - on an unknown date: verbal report no evidence of perforation. Essure coils appear to be in right position. CT image suboptimal, may consider hsg. Results discussed with patient.; on (B)(6) 2012: . Hysterosalpingogram - in february 2012: right side coil was bent. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - lot number was added. New events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/heavy bleeding including clot, bladder problems or changes, urinary tract disorder, dysmenorrhea (cramping), urinary tract infection, vaginal infection, migration of essure device location of device: device was malpositioned, nausea, dyspareunia (painful sexual intercourse), fatigue, ibs( diarrhea, increased bowel movements), bowel obstruction, vaginal discharge, weight loss, repetitive menstrual cycle, abdominal pain,fluttering and device was bent" were added. Lab data was added. Historical and concomitant conditions and medication were added. On (B)(6) 2018: medical record received, new reporter, patient concurrent condition and lab data were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration of essure device location of device: device was malpositioned") and endometriosis ("endometriosis") in a 43-year-old female patient who had essure (batch no. 871971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device was bent" and wrong technique in device usage process "pqs: wrong technique in device usage process". The patient's medical history included body mass index normal, anxiety, hypertension, insomnia, depression, burning sensation, anal candidiasis, gravida I and parity 1. Previously administered products included for an unreported indication: klonopin and ambien. Concurrent conditions included vaginal burning sensation, drug hypersensitivity, cardiac pain, endometriosis ablation, diarrhea and lower abdominal pain. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) , hydroxyzine since (B)(6) 2016 and trazodone since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding including clot"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), polymenorrhoea ("repetitive menstrual cycle, frequent menstrual periods") and menstrual disorder ("abnormal bleeding (menorrhagia)/heavy bleeding including clot, blood clots with menses"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and irritable bowel syndrome ("ibs") with diarrhoea and frequent bowel movements and was found to have weight decreased ("weight loss"). In (B)(6) , the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), intestinal obstruction ("bowel obstruction"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and feeling jittery ("fluttering, felt fluttery"). The patient was treated with surgery (ablation, hysteroscopy, operative laproscopy with loa and removal of essure / bilateral salpingectomy / hysteroscopy, operative laproscopy with loa). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, endometriosis, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, fatigue, intestinal obstruction, vaginal discharge, weight decreased, polymenorrhoea, abdominal pain and menstrual disorder outcome was unknown, the pelvic pain, nausea and dyspareunia had resolved and the bladder disorder, urinary tract infection, vaginal infection and irritable bowel syndrome was resolving. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling jittery, intestinal obstruction, irritable bowel syndrome, menorrhagia, menstrual disorder, nausea, pelvic pain, polymenorrhoea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: laparoscopy to see if there was obvious perforation or bowel adhesions to uterus to explain her discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: relatively symmetric placement of the essure coils, which extend outward from the uterus and head towards the ovaries, presumably within the fallopian tubes. Computerised tomogram pelvis - on an unknown date: verbal report no evidence of perforation. Essure coils appear to be in right position. CT image suboptimal, may consider hsg. Results discussed with patient.; on (B)(6) 2012. Hysterosalpingogram - in (B)(6) 2012: right side coil was bent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality safety evaluation of ptc. Event " wrong technique in device usage process" was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.